Event description:
Medtronic received info that this annuloplasty band was explanted due to severe mitral regurgitation. A pre-explant x-ray was obtained, which demonstrated a fracture in the band. The band was explanted, and a fracture at the center posterior position was confirmed. A tissue valve was implanted without reported complication. To date, there have been no adverse pt effects reported.

Manufacturer narrative:
Evaluation results: device history review found the product met specifications when released for distribution. Analysis: all cg bands consists of a "c" shaped wire stiffener surrounded by a layer of silicone and covered with fabric. The device as returned contained remnants of pannus on the fabric cover. The band was observed to be fractured, as reported. There are several tears in the cloth cover that appear to have occurred during the explant procedure. Review of the device history record shows that the product met specification when released for distribution. Further analysis is currently underway to determine the cause for the fracture. Conclusion: to date, the exact cause of the band fracture has not been determined. Further analysis of the product is currently underway to determine root cause. A follow-up report will be submitted to FDA upon completion of the analysis.